Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, after some use on thick tissue, the jaws would not open to place the device on tissue and the device received a replace instrument alert on the generator. The device was not closed on tissue when the issue occurred and the device was removed from the case. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.